Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review of episodes, false atrial fibrillation (af) episodes and tachy episodes as a result of t-wave oversensing were noted. Programming changes were made to resolve oversensing. The patient was in stable condition.